Manufacturer narrative:
(B)(4). The unit did not have a battery installed when received. Unit was monitored for 3 days. No charge/battery anomaly or unexpected low battery alarm noted. Unit passed the displacement test, self test and off no power test, the operating currents were in specification. Unit received with stuck motor error alarm loop during bolus/basal delivery, alarmed e70 and then constant motor error alarm during the rewind test due to motor encoder signal out of phase. Unable to perform a21 error test, occlusion test, excessive no delivery test, basic occlusion test,prime/a33 test and the dat test due to motor error alarms. All buttons function properly. No button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit uploaded properly using carelink. Unit had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was respiratory arrest. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. This report was created for the failure analysis results.